Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that as the patient was leaving a store, the security alarm went off, and afterwards he did not feel well. In the ER it was noted the device was programmed to 145 bpm. The time correlates with the store incident. The rate was reprogrammed and the patient felt better. Device data shows it has been reprogrammed 15 times since (B) (6) 2009. The device data was reviewed by manufacturer's engineering group. They stated it is not possible for a device to reprogram itself and would not be reprogrammed by any emi, such as the store's alarm system. Per additional information received, a programmer had disappeared from the implant facility, and the patient worked at the facility at the time. He is currently employed at another facility. In review of reprogramming events, it was noted that most reprogramming occurred during weekends. It is suspected that the patient has access to a programmer and is reprogramming the device on his own. The device is still in use.